Manufacturer narrative:
Additional information received, updates made to the following sections: b5 (desc of event), h6. This complaint has been reassessed and found not to be a reportable event. It was concluded that the event did not lead to a serious injury or have potential for serious injury with reoccurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Hugo - not a complaint it was reported that during procedure, while the surgeon tried to attach the bipolar maryland forceps(bmf) to the instrument drive unit(idu), the system did not recognize the bmf. The surgeon attempted to attach the bmf multiple times without success. When they tried attaching the secure cadiere instrument, it was recognized by the system. The bipolar maryland forceps was replaced with a new one, which was recognized by the system, allowing the surgeon to proceed with the surgery. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, while the surgeon tried to attach the bipolar maryland forceps (bmf) to the instrument drive unit (idu), the system did not recognize the bmf. The surgeon attempted to attach the bmf multiple times without success. When they tried attaching the secure cadiere instrument, it was recognized by the system. The bipolar maryland forceps was replaced with a new one, which was recognized by the system, allowing the surgeon to proceed with the surgery. There was no patient involvement.